Event description:
It was reported that after three days of patient underwent tracheal intubation, the nurse found that the patient's oxygen saturation decreased, breathing accelerated, and there was a sound in the airway. The cuff pressure was lower than the normal value as monitored. At the same time, symptomatic treatment was given and the anesthesiologist was asked to re-intubate the trachea. It was replaced with a new tracheal tube, and bronchoscopy treatment was given. After that, the patient's oxygen saturation and breathing returned to normal. The slow leakage of the tracheal tube caused aspiration pneumonia in the patient, prolonging the patient's hospitalization time and causing other complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.